Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd nexiva¿ diffusus¿ closed IV catheter system the needle did not retract. The following information was provided by the initial reporter: 383593 ¿ did not retract.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo sample and 1 used sample submitted for evaluation. The reported issue of needle retraction failure was confirmed upon inspection of the samples. Bd determined that the cause of the failure was incorrect assembly of the product during production. A notification was sent to all manufacturing personnel involved in the manufacturing of this device to increase awareness and prevent reoccurrence of the failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using bd nexiva¿ diffusics¿ closed IV catheter system the needle did not retract. The following information was provided by the initial reporter: 383593 ¿ did not retract.